Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00558, 1627487-2022-00559, 1627487-2022-00560. It was reported the patients peripheral system was not providing effective therapy, therefore the leads were explanted and replaced to address the issue. Therapy restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.